Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d9; g3; g6; h1; h2; h3; h6; h10 visual examination of the returned product found them to exhibit signs of repeated use and were fractured complaint was confirmed. The root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). H6: proposed component (annex g) code is mechanical (g04) - provisional bottom visual examination of the provided photographs of product found it to exhibit signs of repeated use and is fractured complaint was confirmed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the poly trial was broken. This was discovered prior to the case and a different tray was used. There was no patient involvement.